Manufacturer narrative:
Manufacturer's investigation conclusion: driveline wire compromise was confirmed via the evaluation of the returned portion of external driveline. A distal end driveline repair was performed by an abbott technical services representative on 13jul2020. The approximately 17.0" segment of driveline replaced by technical services was returned for evaluation. The silicone sleeve, bionate, and metal-braided shield were removed from the returned portion of driveline. Upon removal of the metal-braided shield, visual inspection of the underlying wires revealed breaches in the insulation of the red and brown wires, as well as fractured internal conductors of these wires, adjacent to the controller connector. Continuity testing was performed and revealed open circuit conditions on the red and brown wires. No discontinuities or shorts were identified on the remaining wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that would have contributed to an electrical short. The exposed conductors of the red and brown wires appeared to have been the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. If the damaged inner conductors of the red and/or brown wire caused an open circuit condition, it would have been detected by the pocket controller when comparing wire currents, which could have resulted in the yellow wrench advisory alarms associated with driveline fault alarms. The breaches in the red and brown wires could have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mobile power unit or power module. The disruptions in the wires would have also affected wire phases ii and iii and would have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or an ungrounded patient cable. The resulting phase to phase shorts would have caused the reported pump stop events, as seen in the submitted log file data. The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient noticed that his drive line had exposed wires. Upon closer examination, the wires began sparking and the controller began alarming with a red heart light. This occurred while the patient was on battery support. The patient examined his lvad parameters during the alarm and noticed that the speed fell to below 7500 rpms when his fixed speed was supposed to be 9000 rpms. The patient was able to manipulate the wires in such a way to stop the sparking from the wires and to cause the pump to restart. Once the patient had done this, he taped the drive line with the two battery cables all together and did not have another alarm thereafter. The next day, the patient contacted the vad team to inform them of what happened. The vad team had the patient interrogate his device and pull up the 6 most recent alarms in the alarm queue on his controller. On review,the notation of drive line disconnect was confirmed. The vad coordinator told the patient that he needs to remain on battery support and not connect to his power module as the risk of shorting his lvad would be increased with wall power. The vad coordinator explained that the events that the patient described are consistent with drive line damage and possible fracture. I explained that if the wires move in such a way as to cause the pump to stop again, there is a risk that the pump may not restart if the wires are not able to be manipulated in such a way to cause them to have power restoration. The vad coordinator told the patient that it would be very important for him not to move or manipulate his wires whatsoever and that he would need transportation to mayo clinic as soon as possible where we can monitor him in the ICU to ensure stability of his drive line and to have cardiac support options available should the drive line wires fracture or become damaged further causing the pump to shut off again and not be able to be resumed. For this reason the patient reported to the local emergency department and they transported the patient to mayo by ambulance. Upon arrival, the patient was connected to an ungrounded cable and log files were obtained. On review, the patient had 3 separate episodes where his pump had shot off: 09jul2020, 11jul2020, and 12jul2020. The patient was not symptomatic with any of these occurrences. An x-ray will be obtained to help determine whether visualization of drive line fracture can be appreciated. An abbott representative will come to perform a drive line repair. In addition, the cardiovascular surgery team is aware as the patient would need to have or backup for possible device exchange should external drive line repair be unsuccessful in mitigating concerns or should further damage occur. Meanwhile, the patient and ICU team will observe the following: 1. Patient must be maintained on either battery support or power module with an ungrounded cable. Under no circumstances may the patient be connected to a power module with a grounded cable. 2. Drive line manipulation or movement should be avoided. Further reinforcement with splinting is unlikely to offer additional reinforcements there is significant tape application applied for approximately 8 in around the controller and drive line as well as both battery cables. Patient is aware to not make any movements that would manipulate his drive line as I do note that he had 1 episode where the pump did shut off early this morning after he had. 3. Contact lvad coordinator on call tonight with any red heart lvad alarms or any screen messages of "drive line disconnect" at 507-951-0007 that are not able to be addressed by the team. A log file review was requested. The data showed 30 pump stops, 11 drive line disconnects, and 58 low speed advisories/hazards between (B)(6) 2020 and (B)(6) 2020. This type of behavior has been linked to potential issues with the percutaneous lead. This is also supported by the series of events that the patient noted. These issues appear to be occurring on batteries (patient did not connect to pm/mpu during the event history). Techncial services stated that in order to prevent further interruption in support it may be beneficial to keep the patient connected to batteries or the ungrounded cable. In order to identify a possible location of where the compromise in the lead is, x-rays will be needed. These x-rays should show the entire percutaneous lead from its connection to the controller to where it attaches to the vad with as few twist/turns to the drive line as possible. Technical services also requested pictures of the external drive line so that they may see where there might be any external damage other than the area taped by the controller. Vad coordinator stated the patient was admitted after seeing his drive line "spark" where the drive line "wires are exposed". Patient received a red heart alarm and noted pump to be off. The patient applied tape at home prior to admission. The vad coordinator stated log files were sent in but was waiting for a response (herself, CT surgeon and cardiologist were waiting for guidance) - confirmed the patient was on either an ungrounded cable or batteries. The patient continued to have temporary "pump off" even on batteries and/or ungrounded cable. Kyle taylor notified that log files were sent in and the vad team was eager to see response. On (B)(6) 2020 tech services arrived on site for external perc lead repair. The perc lead replacement performed per op 1005966 approximately 4 inches from exit site. No issues were noted after the patient was back on the grounded patient cable.